Manufacturer narrative:
The investigation of the reported failure mode has been completed. Arrhythmia : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient encountered ventricular tachycardia (vt) during impella cp support. Patient arrived at ICU and went into vt. As a result, CPR was started, 12 min downtime, and return of spontaneous circulation was achieved. However, after a few hours of support, care was withdrawn and patient ultimately expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.